Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The granddaughter of a (B)(6) male pt contacted zoll customer support to report that the pt had a rash under the front therapy electrode (te). Zoll customer support recommended frequent garment changes and cornstarch under the tes. F/u with the pt the next day indicates the pt has developed a weeping ulcer on the left side of his chest where the lifevest (lv) fits. Pt spoke with doctor, who told him to remove the lv for three days and have the home health nurse dress it. Zoll customer support will request a pt service rep (psr) to ensure pt was fit with the correct garment size. F/u with the psr on (B)(6) 2013 indicates the pt was fit with the correct garment. Pt was given an add'l garment and is wearing the lv as instructed. No add'l f/u on the pt's skin condition.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.